Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the pump history indicated that a power source alert had occurred. The customer changed the wall adapter and the charging issue was resolved. The customer's blood glucose level was not impacted.